Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lens is in the process of being returned for evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was exchanged with another lal during the cataract surgery due to a dislocated trailing haptic during implantation. The treating physician used sutures to help seal the expanded incision. Additional sutures were used to fully close the incision on the following day due to a shallow anterior chamber and observed wound leakage. Rxsight became aware of the event on (B)(6) 2022.